Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings on the insulin pump. Customer's blood glucose level was 182 mg/dl and sensor glucose reading was 48 mg/dl. Customer's suspend threshold limit was 60 mg/dl. Customer received a low threshold suspend alarm and a weak signal. Customer was able to get the signal back and it was explained that the pump communication has been re-established. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.